Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 216-217 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.